Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed the unit's motor speed was unstable and found the reciprocation arm was damaged. Tech replaced the motor and reciprocation arm. The unit was tested, calibrated, and returned to the customer. Review of the previous repair record identified repairs unrelated to the reported event. The device was confirmed to be conforming and functional following repair. Review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: finland.

Event description:
It was reported that during unknown timing the dermatome handpiece was not functioning. It is unknown if there was patient impact or delay. During product evaluation, it was found that the motor speed was unstable. Due diligence is complete and there is no additional information available.